Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: a review of the black box showed an unexplained power on reset event. The time and date was not corrected when the pump was powered back on. The pump ran on the default time/date until the end of use. A replace battery alarm was recorded and deliveries were resumed. The keypad was torn at the ok keypad button. All keypad buttons were responsive to user input. The total daily doses added up correctly and reflected the user's programmed basal rates. The rewind, load, and prime steps were performed successfully. The pump passed delivery accuracy testing and was delivering accurately and within range. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find the keypad latch fully closed, and no evidence of internal moisture. Unrelated to the original complaint, the display had a pink contrast. Additionally, the battery compartment was cracked above and below the bumper pad. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2016 the patient received a "high" blood glucose reading (600mg/dl or greater), with nausea, vomiting, shortness of breath, symptoms of dehydration, polyuria, polydipsia, blurred vision, and large ketones, associated with an alleged damaged and under responsive keypad. Reportedly, the patient discontinued pump therapy and received treatment in the hospital of food and/or drink, and intravenous fluids. During troubleshooting with customer technical support, it was revealed that the up arrow, down arrow, and ok keypad buttons were under responsive prior to the keypad missing/peeling. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an under responsive and damaged keypad issue.